Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 9 patients, 6 who showed symptoms of covid-19 and 3 showed no symptom of covid-19. Patient-1 was symptomatic for covid-19. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Unknown if this patient was retested. Patient-2 was symptomatic for covid-19. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Unknown if this patient was retested. Patient-3 was symptomatic for covid-19. Patient-3-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Unknown if this patient was retested. Patient-4 was symptomatic for covid-19. Patient-4-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Unknown if this patient was retested. Patient-5 was symptomatic for covid-19. Patient-5-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-5-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-6 was symptomatic for covid-19. Patient-6-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-6-sample-2 was collected on unknown date and tested (B)(6) 2021 using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-7 was not symptomatic for covid-19. Patient-7-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-7-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-8 was not symptomatic for covid-19. Patient-8-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-8-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-9 was not symptomatic for covid-19. Patient-9-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-9-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Customer reported that they failed negative qc twice after these tests were run in their genexpert instrument. Review of data provided by the customer showed normal amplification curves for all tests. Root cause is due to contamination and/or carryover. There is no evidence of product malfunction and there was no patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 9 patients, 6 who showed symptoms of covid-19 and 3 showed no symptom of covid-19. Patient-1 was symptomatic for covid-19. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Unknown if this patient was retested. Patient-2 was symptomatic for covid-19. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Unknown if this patient was retested. Patient-3 was symptomatic for covid-19. Patient-3-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Unknown if this patient was retested. Patient-4 was symptomatic for covid-19. Patient-4-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Unknown if this patient was retested. Patient-5 was symptomatic for covid-19. Patient-5-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-5-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-6 was symptomatic for covid-19. Patient-6-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-6-sample-2 was collected on unknown date and tested (B)(6) 2021 using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-7 was not symptomatic for covid-19. Patient-7-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-7-sample-2 was collected(B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-8 was not symptomatic for covid-19. Patient-8-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-8-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Patient-9 was not symptomatic for covid-19. Patient-9-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative (reported to physician). Patient-9-sample-2 was collected (B)(6) 2021 and tested same day using an unknown method, resulting in sars-cov-2 negative (reported to physician). Customer reported that they failed negative qc twice after these tests were run in their genexpert instrument. Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.